Manufacturer narrative:
Upon evaluation, the reported event of the device remaining activated after the trigger was released was not duplicated. Upon visual examination, the sockets were discovered to be corroded. The presence of corroded sockets could cause or contribute to the device remaining activated after the trigger is released.

Event description:
It was reported that the core universal driver ran on its own after the trigger was released during a procedure. The procedure was completed successfully using a back up device. There were no patient or user injuries, and no adverse consequences.